Manufacturer narrative:
(B)(4).

Event description:
A 16fr esheath was used with the 26mm commander delivery system. It was attempted to bring the delivery system into the esheath, but it was felt if it was pulled all the way into the esheath, it would split, so they pulled the delivery system and sheath out, with the valve still outside of the esheath. There was a short tear at the distal end of the esheath upon removal, due to the valve trying to be pulled back into the sheath. The valve did not go back into the sheath due to the angle and the decision was made to remove the sheath and then the valve. There was no issue withdrawing the delivery system into the sheath, just difficulty withdrawing the valve into sheath. No lasting injury to the patient. A covered stent was placed after the edwards valve was deployed. The final angiogram showed great results of the vessel.

Manufacturer narrative:
Thv tvt reported event. UDI (B)(4). The sinotubular junction (stj) was 25.8, with no calcification. The sinus of valsalva (sov) was 31x31x32mm. The native annular calcification was mild, and the native leaflet calcification was mild. The delivery system was returned to edwards lifesciences for evaluation after being used in the procedure. The returned delivery system was visually inspected for any abnormalities. The delivery system returned inserted through sheath and loader and the valve was returned on the balloon. The inflation balloon was bunched up at the pumpkin. The stopcock was attached to balloon inflation port of delivery system. I/c bond separation was confirmed. One of the balloon legs was bent at 180 degrees. There were gouges observed on the flex tip face. There was liner bunching at the distal tip and a liner tear observed approximately 2.25¿ in length from distal tip. Additionally, there was a crease on the distal tip of the sheath. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (damaged, I/c bond separated) no functional testing was able to be performed. DHR review was performed for the components that are the most relevant to this complaint event. These work orders did not reveal any manufacturing related issues that could have contributed to the reported event. A lot history review revealed no other similar complaints relating to ¿balloon ¿ torn¿ or ¿delivery system ¿ withdrawal difficulty-valve, through sheath.¿ no IFU/training deficiencies were identified. A review of complaint history from june 2016 to may 2017 for the edwards commander delivery system (all models) revealed other returned complaints for ¿balloon ¿ torn.¿ a review of the complaint history revealed that the occurrence rates for ¿balloon ¿ torn¿ did not exceed the may 2017 control limits for the trend category of ¿damaged.¿ a review of complaint history from june 2016 to may 2017 for the edwards commander delivery system (all models) revealed other returned complaints for ¿delivery system ¿ withdrawal difficulty-valve, through sheath.¿ a review of the complaint history revealed that the occurrence rates for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ did not exceed the may 2017 control limits for the trend category of ¿withdrawal difficulty.¿ during manufacturing, the crimp balloon was 100% inspected, including 100% balloon dimensional inspection and balloon visual inspection. During manufacturing, the inflation balloon was inspected, including 100% balloon dimensional inspection. During manufacturing, the commander delivery system was 100% air pressure leak tested and 100% inspected, including post balloon catheter leak test inspection. During final inspection, the inflation and crimp balloon were 100% inspected by manufacturing and quality, including dimensional inspection, and inflation and crimp balloon inspection. During product verification (pv) testing on a sampling basis, five (5) devices undergo visual inspection for kinks and cracks. In addition, system retrieval force testing was performed on finished devices. For the related work order, the five tested samples had an average retrieval force that met the statistical requirements as the upper tolerance limit is below the acceptance. Furthermore, balloon tensile testing (for the bond between the inflation balloon and crimp balloon) was performed on finished devices under a sampling basis during product verification testing. For the related work order, the five tested samples had a calculated lower tolerance limit that was higher than the lower specification limit. These inspections during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. The commander delivery system is currently not indicated for subclavian access. Off label use of the device may have contributed to both complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath.¿ the complaint for ¿balloon ¿ torn¿ was confirmed through visual inspection of the returned device (crimp balloon and inflation balloon separated). Dimensional inspection of the balloon revealed that the crimp balloon double wall thickness was within specification. No manufacturing nonconformances were able to be identified. A review of the relevant DHR, lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supports that the balloon has proper inspections in place to detect issues related to the complaint ¿balloon ¿ torn.¿ since the balloon did not inflate as stated in the complaint, it is likely that the balloon tear occurred before attempting deployment. Potential causes for separation of the crimp balloon proximal to the inflation balloon are tortuous patient anatomy and procedural factors from handling during valve alignment or fine adjustment. This issue and associated risks have been documented in a pra. Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the thv to unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. Engineering studies were able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint states that there was tortuosity present, although the degree was not mentioned. Patient factors may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. The complaint for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ was confirmed based on the returned condition of the device (inflation balloon bunched at pumpkin, flex tip gouges, liner bunched at sheath distal tip) but no potential manufacturing nonconformances were identified. A review of the relevant DHR, lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supports that the balloon has proper inspections in place to detect issues related to the complaint ¿delivery system ¿ withdrawal difficulty-valve, through sheath.¿ complaint information indicates that patient (tortuosity) and/or procedural factors may have contributed to the reported event. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. This non-coaxiality could have then caused the crimped valve or the torn balloon to get caught on the sheath tip or patient anatomy, making it difficult to withdraw into the sheath. However, a definitive root cause was unable to be determined at this time. Regarding balloon torn, since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Due to the high criticality level of the failure mode ¿balloon ¿ torn¿, a pra was previously initiated for risk assessment per management discretion. However, since no product nonconformance was confirmed in the returned complaint sample and the occurrence rates do not exceed the complaint control limits, no further escalation is required at this time. Regarding delivery system ¿ withdrawal difficulty-valve, through sheath, since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. As no product nonconformance was confirmed in the returned complaint sample and the occurrence rates for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ do not exceed the corresponding complaint control limits, a product risk assessment (pra) is not required. The complaint for ¿balloon ¿ torn¿ was confirmed by visual inspection but no potential manufacturing non-conformances were identified. Available information suggests that patient factors (tortuosity) may have contributed to the reported event. A definitive root cause was unable to be determined at this time. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the may 2017 control limits for the trend category ¿damaged.¿ therefore, no corrective or preventative action is required. However, at management discretion, a pra was previously initiated for risk assessment. The complaint for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ was confirmed based on visual inspection but no potential manufacturing non-conformances were identified. Available information suggests that patient (tortuosity) and/or procedural factors may have contributed to the event. A definitive root cause was unable to be determined at this time. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the may 2017 control limits for the trend category ¿withdrawal difficulty.¿ therefore, no corrective or preventative action is required.